Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had issue powering up. The fse checked the system and confirmed that the power tray was defective due to which the system was unable to start up. The fse replaced the power tray to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the machine has a start problem. The device was not in clinical use. The philips service engineer replaced the power supply and the machine is back to normal. Philips has started an investigation of the complaint.